Event description:
It was reported that patient presented to the ER after receiving an alert for a high impedance measurement. Externalized conductors were observed via chest x-ray. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.